Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient's pocket incision was opening up. It was noted that the patient was petite which might have contributed in pushing the ipg and opening up the incision. The bsn sales representative confirmed that there was an actual skin breakage. The patient underwent an ipg explant procedure.